Event description:
It was reported that during the implant attempt, the patient coded and became pacemaker dependent. The physician attempted to move the lead from the analyzer cables to the device, but was not able to secure the lead in the device header causing significant asystole. The physician moved the lead back to the analyzer cables. The device was not used and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.